Event description:
Utilizing quik-combo pads, the lp12 would not read. Unable to defibrillate the pt in a timely manner. All connections were confirmed. The device kept stating to connect electrodes. Abandoned the hands-free pads and changed to paddles. Unable to interpret rhythm due to interference. Pt had to be hard-wired. Pt found in v-fib and then defibrillated with paddles. This malfunction has occurred multiple times in the past to the same device with the physio reps checking the device and saying everything is fine.